Manufacturer narrative:
Updated sections b5-b7 and h6. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve implanted for eight years, eight months underwent a valve-in-valve procedure due to degeneration, restricted opening and prosthetic thickening/ calcification resulting in severe stenosis. The patient presented with class IV, stage c systolic heart failure. A 26mm 9750tfx valve was implanted. The patient tolerated the procedure well. The patient was discharged on pod #2.

Manufacturer narrative:
Updated section h6. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve implanted for eight years, eight months underwent a valve-in-valve procedure due to stenosis. A 26mm 9750tfx valve was implanted. The patient tolerated the procedure well.